Manufacturer narrative:
The complainant was unable to provide the suspect device model and lot number; therefore, the product details, lot expiration and device manufacture dates are unknown. (B)(4) - no code available (intervention required to remove device). (B)(4), no code available (tip won't detach). (B)(4) relates to (B)(4) for the reported event of wire break. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the stone was too large (approximately 20mm) and too hard to be removed or crushed. An attempt was made to detach the tip of the basket to remove the device but the wire broke within the handle while the basket was within the bile duct. The basket did not detach into the patient. Reportedly, it was not possible to perform an emergency lithotripsy since the system did not work, and the patient was transferred to another hospital where eswl (extracorporeal shock wave lithotripsy) was performed to crush the stone and remove the basket. The patient's condition was reported to be stable.